Event description:
During a cardiac arrest event, it was reported that the device failed to analyze the pt's ECG rhythm after several pushes of the analyze button. The user power cycled the device but the issue persisted until a lifepak 12 device was successfully connected to the pt with the same electrodes. The pt was in ventricular fibrillation and four shocks were delivered during the event. The pt was found unconscious with nitro in hand with unk downtime. CPR was initiated upon the first responders arrival and continued until the pt connection to the defibrillator. The pt was transported to the hospital and reported to passed away at the facility.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure physio observed proper device operation through functional and performance testing. A replacement device was provided to the customer. The cause of the reported event could not be determined.